Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 25-feb-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, 2000 mcg/ml concentration at flex: 738 mcg/day dose via intrathecal drug delivery pump for intractable spasticity. It was reported that the hcp was suspecting that the catheter became disconnected from the pump and thought it was discovered via x-ray. The revision was today. The rep thought they may just open up the pump pocket and reconnect the existing catheter or they may have to replace the catheter depending on what the situation was. The hcp removed the existing 8709 catheter and put in a new 8780. On the old catheter it looked like the pump connector was connected to the catheter but the pin in the catheter was disconnected. She would be sending back the old catheter. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-method no longer applies. Eval code-result no longer applies. Eval code-conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the catheter disconnection had been resolved. There were no further complications reported at this time.